Event description:
The reporter stated the haptic of cc4204bf collamer single piece lens was torn. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Results-visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. Conclusions: - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge, and foam tip plunger were not returned for evaluation.